Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during trauma surgery, the tip of the intertan 7.0mm comp screw starter drill broke off during drilling. The surgery was completed, with no delay, with a smith and nephew back up device. The outcome of the patient is unknown.

Event description:
It was reported that, during trauma surgery, the tip of the intertan 7.0mm comp screw starter drill broke off during drilling. The surgery was completed, with no delay, with a smith and nephew back up device. The broken drill tip was pulled out and removed with a clamp on the opposite cortex. Intraoperative and postoperative radiographs were obtained in 2 planes, showing no remaining metallic foreign bodies. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6; the associated device was returned and evaluated. A visual inspection confirmed the screw starter drill tip broke off. The broken piece was not returned with the device. The product exhibits signs of significant use and wear. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded after three requests for clinical information only a copy of the operative report was provided. Based on a review of the operative report, a definitive clinical root cause of the reported drill tip breakage could not be determined. According to the reported, the broken drill tip was pulled out and removed with a clamp on the opposite cortex. Reportedly, intra-operative and post-operative radiographs were obtained in 2 planes, showing no remaining metallic foreign bodies, however, the reported images were not provided for review. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. It was reported, the surgery was completed, without a delay, using a smith and nephew back up device. Since there was no harm to this patient beyond the reported issue, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection confirmed the screw starter drill tip broke off. The broken piece was not returned with the device. The product exhibits signs of significant use and wear. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded after three requests for clinical information only a copy of the operative report was provided. Based on a review of the operative report, a definitive clinical root cause of the reported drill tip breakage could not be determined. According to the reported, the broken drill tip was pulled out and removed with a clamp on the opposite cortex. Reportedly, intra-operative and post-operative radiographs were obtained in 2 planes, showing no remaining metallic foreign bodies, however, the reported images were not provided for review. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. It was reported, the surgery was completed, without a delay, using a smith and nephew back up device. Since there was no harm to this patient beyond the reported issue, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: (B)(4).